Event description:
It was reported that a spectrum infusion pump's door would not close. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door will not close" as a door not fully latched alarm. The alarm was caused by the door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.